Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential hematoma. The exact root cause cannot be determined. The likely cause was determined to have been patient movement resulting in an issue with closure post-operatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported an unknown issue with the angio-seal device involved. After deployment, the patient felt a pop hours later or days later. The estimated blood loss was less than 250cc's. The reported event resulted in injury, a pseudo aneurysm. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient required manual compression and pressure dressing. Additional information was received on 15 may 2024: the procedure being performed was a stent-assisted coiling of an acoma aneurysm using an 8 french long sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. A pre-deployment angiogram was performed. Hemostasis was achieved with the involved angio-seal. The injury to the patient was a large right groin and rectus sheath hematoma with areas of active extravasation from the right common femoral artery. The patient did not require surgery; however, the injury did require extended manual pressure. The patient felt the pop post operation day one (1). The patient was being repositioned in the bed by nursing staff when the pop occurred.

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: neuro interventional radiologist a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.